Event description:
It was reported that during central processing, a technician noticed long bipolar grasper does not open. There was no report of patient involvement.

Manufacturer narrative:
Failure analysis confirmed the customer reported issue. Visual inspection revealed the instrument was found to have a broken bipolar yaw pulley. Broken piece was missing. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument.